Event description:
A home patient's spouse reported 2 incidents of extension sets leaking during initial drain. Reportedly, after prime was complete, the home patient's spouse removed the cap from the connector on the extension set, while doing so, the connector became loose from the extension set tubing. The home patient's spouse then pushed the connector and tubing back together. During the initial drain cycle, the connector/tubing interface leaked; subsequently, the home patient's spouse taped the components together and proceeded with using those supplies to perform therapy. The home patient's spouse reported that they've continued using extension sets from the same box with no further issues. No patient injury or medical intervention was associated with these incidents, per the home patient's spouse.